Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for "lo" blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was reviewed for previous test result history: (B)(6). The customer stated in the afternoons he will test 1 hour after his meals but will test fasting in the mornings. The customer does not have any test strips. He had mixed all his strips in one container and since he was getting lo her had discarded the strips. The customer takes insulin to manage his diabetes